Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 21-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 378mcg/day. It was reported that the patient experienced baclofen withdrawal symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Sideport access was attempted and only 0.25ml of fluid was able to be aspirated but no free flowing cerebrospinal fluid (csf). The patient would be supplemented with an alternative method of baclofen and stabilized prior to surgery. At the time of this report, the issue was not resolved. Surgery was planned but not scheduled. Additional information received on 2026-04-10, a catheter revision was tentative. The surgery had not been completed or scheduled; the patient was being evaluated/treated primarily for serotonin syndrome. Baclofen withdrawal had been reported as a suspected cause of the patient's symptoms, but not confirmed. The cause of the baclofen withdrawal and sideport aspiration issues had not been determined. The issue was not resolved.